Event description:
It was reeported that aduring a laser procedure, the fiber tip burned but remained intact and then seperated at the area where the tip is crimped to the shaft. The tip was retrieved using grasping forceps through the previously placed scope as described in the product labeling. No further complications were reported.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.